Event description:
It was reported that during use of this hose in a podiatry procedure, it burst into pieces at the coupling end. The user reported that no pieces of hose entered the surgical site or sterile field. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the device for eval and confirmed the reported problem that the outer hose burst at the coupling end. This type of failure can occur with extended use of the device. The handpiece instruction manual informs users to inspect and operate the system for proper functioning prior to use. The customer will be sent additional info on the care and handling of this device.